Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device was getting hot and started to smell. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. It was determined that the reported condition was confirmed. A visual and functional assessment was performed on the device which found that it overheated at 122 degrees fahrenheit and was giving off a very bad smell while running. During repair, the dc motor was removed from the device and it was determined that the device ran by itself. It was further determined that the device overheated and was giving off a very bad smell (the motor was worn out). It was determined that the issue associated with the worn out motor was consistent with normal wear over time. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.